Event description:
IV hung (1 liter of fluid) via pump at 1200 at 75 cc/hr with pump plugged into wall. At 1400, pump alarm sounded and bag was empty. Nurse verified that pump was plugged into wall, rate set at 75 cc/hr, cassette fully inserted into machine, and door closed completely. Incident of fluid over infusion. No pt injury.